Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that as limited details are available and a definitive root cause could not be determined, no further corrective or preventative action will be initiated at this time. If additional detail becomes available at a later time the complaint record will be reopened and addressed accordingly.

Manufacturer narrative:
The user facility did not specify the model or lot number of the referenced grasper; therefore, it is unknown if the grasper was manufactured by olympus. This report is being submitted in abundance of caution.

Event description:
The service center was informed that during a stent placement procedure, the insertion tube came detached. It was also reported that the grasper broke off in the insertion tube. There was no report of any device fragment falling into the patient. The procedure was able to be completed with the same device as the grasper was removed from inside the insertion tube during cleaning. There was no patient injury. This 2 of 2 reports.